Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced damaged bearings. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.